Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Customer¿s blood glucose (bg) value was 546 mg/dl. Customer administered a manual insulin injection to address bg. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.